Event description:
The biospy needle broke in the left posterior illac crest at the end of the procedure, when removing the specimen. A piece of the needle remained in the patient's bone. It was necessary to remove it.